Event description:
User facility voluntary medwatch received from cdrh which stated: "nurse were moving equipment around and noticed the IV pump had a malfunction code on the display. She picked up the pump with gloves. Upon plugging the pump into the wall, it flashed, surged up her arm and knocked her on the couch. She did not lose consciousness, but she noticed that the index finger of one of her gloves were black. Biomed was called at 1545. Biomed and electrician checked the room, reset the fuse box and took the pump out of circulation. The nurse stated she looked at the back of the plug and it was fine. She stated where the shock came from was the back of the IV pump." Upon further query, the customer reported sparks and a shock. The device was programmed to deliver an unspecified solution and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed with e024 (watchdog processor failure). It was reported that while the nurse was holding the device, the nurse plugged the device into ac power. At this time, the nurse noted sparks coming from the back of the device and reportedly was "knocked backwards onto a couch." A black spot was noted on the finger of the nurse's glove and the nurse reported feeling "woozy, had a headache and tingling in her arm." It was reported that staff members noted the nurse's pupils were asymmetrical and the nurse was taken to the ER for observation. An EKG was performed. No medical interventions were required. After one hour, the nurse's pupils were equal and reactive. The nurse was discharged from the ER and was told to have a f/u eval prior to returning to work. There were no reported adverse sequelae to the nurse. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility voluntary medwatch was received from cdrh on 11/17/2009. (B) (4). The device was received. Investigation is not complete. (B) (4).